Event description:
It was reported the patient was experiencing rib stimulation at the last reprogramming appointment. X-rays were taken, but there were no anomalies. It was reported the patient was to received reprogramming as the next course of action. Reference MFR report: 1627487-2013-04916 regarding the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.